Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had not been able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. Caller said that her mother recently had back surgery and was told to turn the neurostimulator off beforehand, which she did however when the patient tried to turn stimulation back on the day before reported event date, she received this screen. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.